Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm issue has been completed. The aic was returned for evaluation. The console was tested and the reported failure was unable to reproduced by updating the system time while running the optical pump. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Data logs were reviewed which revealed the console received the controller error (loss of comm (pbm2)) ¿ alarm event set #1025, which confirms the reported failure mode. Event set #1025 was never resolved, and the console was shut down five minutes after the alarm. The root cause for the intermittent loss of communication between pbm 2 and the 4-in-1 was not determined due to the inability to reproduce. Added-d9 device return date.

Event description:
The user facility reported they had to replace the automated impella controller (aic) during a support due to a yellow alarm. The instructions for use (IFU) were followed and a backup controller was used. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.